Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high readings and damage from the insulin pump. The customer's blood glucose reading did not go below 400 mg/dl. The customer stated that a plastic piece is damaged from the battery compartment. The customer was unable to troubleshoot during time of call. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.